Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 30 november 2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. No device received-log review only.

Event description:
It was reported from acute care that a nurse possibly manually programmed the pump rate from 10 to 12 when infusing medication dinutuximab (unituxin) 17.5 mg/m2 = 21 mg in sodium chloride 0.9% (ns) 100 ml IV chemotherapy infusion. The intended programming was concentration 21, rate 10 and volume was not noted at the beginning of the infusion. The initial start of the medication was at a rate of 10 at 0101 on (B)(6) 2021. However, at 0708 the pump was reprogrammed. The report shows at program start the rate was at 10, but then went to a rate of 12. Customer did not know what caused the rate change. The patient had to receive a dose of epinephrine as they had an adverse reaction to the drug, thus the rate is important. No additional information was provided.